Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was constantly experiencing spasms above the ipg site and was not getting an adequate pain relief. The patient underwent an explant procedure. No further information could be obtained.